Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving sensor scan result of 41 mg/dl and 51 mg/dl compared to readings of 180 mg/dl and 167 mg/dl respectively obtained on a competitor brand device. No symptoms were reported but customer reported requiring (unspecified) medical treatment from paramedics as a result of the readings issue. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving sensor scan result of 41 mg/dl and 51 mg/dl compared to readings of 180 mg/dl and 167 mg/dl respectively obtained on a competitor brand device. No symptoms were reported but customer reported requiring (unspecified) medical treatment from paramedics as a result of the readings issue. There was no report of death, serious injury, or mistreatment associated with this event.